Event description:
Customer reports receiving a suspected false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30266k, reader sn (B)(6)). Customer states he cannot trust the results and needs to run a rapid antigen test every time. Customer did not specify which brand of rapid antigen test was used, the result received or the frequency of testing with the rapid antigen tests. Although requested, customer did not respond to technical supports three attempts to obtain further information about the suspected false negative result. See related case for second suspected false negative result reported.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.